Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel leading to cutaneous disorder") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4) (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), sinusitis ("recurrent sinusitis"), fungal infection ("recurrent mycosis"), renal pain ("violent kidney pain episodes"), vulvovaginal pain ("violent vaginal pain episodes"), localised oedema ("oedema in lower abdomen"), headache ("headaches"), urticaria ("urticaria"), eczema ("eczema on breast and low abdomen"), bronchitis ("bronchitis"), asthma ("asthma due to allergy") and fatigue ("very important physical and morale fatigue "). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, sinusitis, fungal infection, renal pain, vulvovaginal pain, localised oedema, headache, urticaria, eczema, bronchitis, asthma and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthma, bronchitis, eczema, fatigue, fungal infection, headache, localised oedema, renal pain, sinusitis, urticaria and vulvovaginal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals -analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.